Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. The investigation is confirmed for the reported fluid leak and the identified material hole issues as a catheter hole was noted and fluid was noted to be leaking. However, the investigation is inconclusive for the reported fracture issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that three months and twenty-three days post port placement, the catheter was allegedly found to be cracked near the port stem. It was further reported that the subcutaneous leakage had allegedly occurred from the catheter. Reportedly, the catheter was removed. The procedure was completed replacing another catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 12/2024.

Event description:
It was reported that three months and twenty-three days post port placement, the catheter was allegedly found to be cracked near the port system. It was further reported that the subcutaneous leakage had allegedly occurred from the catheter. Reportedly, the catheter was removed. The procedure was completed replacing another catheter. There was no reported patient injury.